Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a measured blood glucose of 493 mg/dl, small ketones, and an estimated 8.35 units of insulin on board after concerns about infusion site issues, including an earlier set that did not adhere and a subsequent set suspected of a bent cannula. Symptoms included hyperglycemia with ketone presence. Outcomes included user-initiated disconnection from the device, suspension of insulin therapy, and manual insulin injection, followed by return to target range within hours. Investigation included review of the blood glucose questionnaire and analysis of device-use history and reports. Investigation of this case revealed suspected infusion set failure and possible cannula occlusion or displacement that impeded insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.